Event description:
The operator reported a venous air alarm occurred at the start of a routine hemodialysis treatment followed by a blood leak detected alarm and observation of blood in the effluent line. Treatment was discontinued without rinse back of the patient's blood resulting in an estimated blood loss of 190cc. The patient's hb decreased from 9.6 g/dl on (B)(6) 2012, to 6.2 g/dl on (B)(6) 2012. The patient received 2 units of prbc's between (B)(6) 2012, as an outpatient. On (B)(6) 2012, the patient was admitted to the hospital for severe anemia, hypotension and received an additional 4 units of prbc's. On (B)(6) 2012, post discharge the patient's standard epogen dose was increased from 10,000 units weekly to 20,000 units weekly. The patient received radiation therapy for throat cancer on (B)(6) 2012 and cyber-knife radiation for small lung cancer on (B)(6) 2012.

Manufacturer narrative:
Investigation of the disposable extracorporeal circuit is ongoing at the time of this report. A follow up report will be submitted. Nxstage medical considers this report closed. No additional information will be provided.